Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("best thing ever the majority of symptoms are gone but definitely didnt get any new ones and no periods again") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menstrual disorder outcome was unknown. The reporter provided no causality assessment for menstrual disorder with essure. Concerning the injuries reported in this case, the following ones were reported in social media: amenorrhoea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.